Manufacturer narrative:
(B)(4). Eval, results: (occlusion).

Event description:
Additional information received: angioplasty was performed with a drug-eluting balloon in the area of the superficial femoral artery.

Event description:
Ref MFR report numbers 9612164201101319 and 9612164201101320.

Event description:
Approximately 2.5 years post index procedure the patient was rehospitalized due to 95% stenosis of the left popilteal artery. Vascular intervention was performed. The patient recovered with treatment. Investigator indicated that the reported event was possibly related to the study device.

Event description:
During index procedure the pt had one complete self expanding (se) peripheral stent implanted to the distal left superficial femoral artery (sfa) and one complete se peripheral stent implanted to the proximal left sfa. Approx 2.5 yrs post index procedure the pt was re-hospitalized due to suspected high grading stenosis of left sfa. Clinically driven target lesion/vessel revascularization was performed. The pt is continuing with treatment. Reference MFR report number 9612164-2011-01319.